Manufacturer narrative:
It is not known at this time if the device will be returned for evaluation. Additional info has been requested and if received will be submitted in a supplemental report. Additional devices: trident 10 x 3 insert 32mm: 623-10-32d, ID lot # mkedpe. 6.5 cancellous bone screw 20mm: 2030-6520, lot # mjhmv3. Trident psl ha cluster 48mm: 542-11-48d, lot # mke6a3. 6.5 cancellous bone screw 16mm: 2030-6516-1, lot #mkj981. Delta v-40 ceramic head 32/0: 6570-0-132, lot # 6438602.

Event description:
It was reported that, doctor states pt presented with increased pain in joint area, elevated chrome and cobalt serum levels, positive mars scan.